Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03416. It was reported that during the ipg replacement (reported under mrn# 3006705815-2021-01940. The physician noted that one of the lead had migrated significantly. As a result, the lead was explanted and replaced addressing the issue. It is unknown which lead is liable so both leads are reported.